Event description:
According to the reporter post-operatively on a robotic sacrocolpopexy, there was bowel obstruction and the suture did not close one part of the peritoneum completely. Allowing the mesentery to extrude through the opening and then the mesentery twist causing an obstruction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.